Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought medical attention due to inability to activate a new pod after the controller stopped charging and failed to turn on. The issue led to episodes of both high and low blood glucose (specific values were not provided). Patient was hospitalized for approximately 1-2 days. The diagnosis during hospitalization is unknown, as the patient reported significant fatigue and could not recall details. Treatment information was not confirmed; however, insulin injections were used as a backup method. A supplemental report will be provided if additional details regarding diagnosis and treatment become available.